Manufacturer narrative:
(B) (4).

Event description:
The pt no longer felt stimulation; no known incident could have caused event. The pt is experiencing pain in the knees; they believe this is coming from the back. The patient is receiving steroid injections in lumbar area; the pt turned stimulation. There is some stimulation while walking around but this was lost. The health care provider is requesting reprogramming for the pt. A follow-up will be sent when additional info becomes available.